Manufacturer narrative:
(B)(4). Date sent: 1/31/2025 d4: batch # c9df3l additional information was requested and the following was obtained: "is the current patient status known? Yes unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Procedure was completed with no further issues" investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was returned fully deployed with the support arms bent. The bag was not returned. The suture was found torn and still attached to the device. In addition, the packaging opened was returned along with the instrument. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the pouch detached itself from the holder once inside the patient cavity therefore unable to function as intended. All fragments collected. No patient consequences reported.